Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd syringe luer-lok¿ tip had foreign matter. The following information was provided by the initial reporter: "syringe that had white residue between the top and bottom of the seal as well as above the seal."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-mar-2022. H.6. Investigation: it was reported there was foreign matter. To aid in the investigation, one sample with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed. The syringe is contaminated with a yellow colored drug and the plunger rod-rubber stopper were disassembled from the syringe barrel. The rubber stopper has residues of the medical grade silicone applied to the rubber stopper and the inner wall of the syringe barrel. No defects or imperfections were observed. It could be possible there is confusion with the silicone that is applied in the syringe. The three photos provided show the sample received. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Event description:
It was reported bd syringe luer-lok¿ tip had foreign matter. The following information was provided by the initial reporter: "...syringe that had white residue between the top and bottom of the seal as well as above the seal.".